Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What is a status of product return?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the mesh was used. Before opened the package, the body and rim are detached from the onlay patch/mesh. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: an empty opened box, an empty opened foil and one opened folder with a plug and onlay patch were returned for analysis. This product contains a plug and onlay patch (mesh) separately. During visual inspection of the sample, no defects or damage on the plug or mesh were observed, since this product must contain a plug and onlay patch (mesh) separately. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the evaluation of the returned sample, there were no tears intra-op found.